Manufacturer narrative:
Safety bar.

Event description:
It was reported by svc report that the power pro has a bent headsection safety bar that is not catching the safety hook. No pt involvement or adverse consequences are reported.